Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the paitent received more medication than intended. The pump was returned to the IV therapy department with an unsigned note indicating that the primary line was programmed at 20ml/hr and the secondary line was programmed for 3ml/hr: however all 23ml came from the secondary line, and the patient received a secondary "bolus" of lasix over 5 hours. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional information.